Event description:
In 2006, arthrocare was notified that an opus smartstitch suture cartridge broke in a patient during arthroscopic rotator cuff repair. One piece was removed. Opened patient to attempt to locate second fragment, however surgeon could not locate. Patient was given antibiotics and is reportedly doing fine.